Event description:
A hospital in (B)(6) reported to a distributor that the plastic cover above the head assembly of an iw910aeu baby control mobile infant warmer had melted. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint head assembly of the iw910aeu baby control mobile infant warmer was not returned to fisher & paykel healthcare for inspection. An attempt was made to replicate the reported fault using a head gun set, and a labelled and insulated uppercase of the head assembly. Direct heat was applied on the internal and external surfaces of the uppercase. Our analysis is also based on the results of previous investigation on similar complaints. Results: no fault was observed on the outer surface of the uppercase when the heat was applied internally. The label on the uppercase melted when the heat was directly applied on the external surface of the uppercase. A lot check revealed one other complaint of this nature for lot number 100303. Conclusion: no fault was found with the uppercase when the heat was applied internally. The melting reported by the hospital could not have been caused by the heating element within the warmer head. It is likely that an external heat source was placed above the warmer head, causing the reported fault. The iw900 series infant warmer operating manual states the following: "do not place an infant radiant warmer in direct sunlight, near another heat source, or in draughty conditions." "Never place objects on top of the warmer heater. Never attach objects to any surface on the warmer heater."